Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had ¿the needle disengaged while injecting the patient, and product was lost.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc had ¿the needle disengaged while injecting the patient, and product was lost.¿ patient contact occurred. No injuries were reported. The packaged needle was used.